Event description:
It was reported that catheter entrapment occurred. A 3.0mm x 150mm x 90cm sterling sl was selected to treat the unspecified target lesion. During unpacking, the wire and catheter got stuck and could not be separated. It was noted that both wire and catheter needed to be pulled out and not possible to reuse. The procedure was completed with another of same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter with a product pouch and unidentified guidewire. The unidentified guidewire was in the lumen of the sterling sl; as received. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. The guidewire was protruding 119cm from the hub. The outer and inner shafts were buckled in several locations. The proximal end of the balloon was bunched. The distal tip was damaged. Inspection of the remainder of the device presented no damage or irregularities. The outer diameter of the guidewire was measured . The inner diameter (ID) of the catheter was measured at the distal tip, which is within the sterling sl specification. The catheter and guidewire were soaked in a warm water bath in attempt to loosen the guidewire from the device; however, the guidewire could not be removed from the device. The catheter was locked-up on the guidewire in the as-received condition. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 3.0mm x 150mm x 90cm sterling¿ sl was selected to treat the unspecified target lesion. During unpacking, the wire and catheter got stuck and could not be separated. It was noted that both wire and catheter needed to be pulled out and not possible to reuse. The procedure was completed with another of same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).